Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. However a variant model device was used for testing. Samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause cannot be determined. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the 15mm connector disconnected during a patient use. Customer states :"patient was intubated in or, connector came out in unit". Patient condition reported as fine.